Event description:
The patient was implanted with a paracorporeal ventricular assist device (pvad). On (B)(6) 2014, the patient was admitted for an ischemic stroke that converted to a hemorrhagic stroke. At the time of admission, the patient¿s international normalized ratio (inr) was 2.7. Fibrin strands were reportedly noted in the pvad. No additional event information was provided. Approximately 2.5 months later, on (B)(6) 2014, the patient was readmitted with fevers. During this admission, the patient¿s inr was 4.02 and she had another stroke. Blood cultures were positive for corynebacterium. On (B)(6) 2014 the patient was again readmitted with fevers. Blood cultures at that time were positive for klebsiella and cultures of the driveline site were positive for klebsiella and ecoli. No additional information regarding treatment or patient status was provided. Subsequently, a device tracking form was received that indicated the patient expired on (B)(6) 2015. The documented cause of death was sepsis and stroke.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. However, the risk management document for the pvad contains information regarding thromboembolism/thromboembolic events in relation to anticoagulation, clotting, and bleeding that could lead to stroke. Furthermore, the instructions for use lists infection and death as adverse events that may be associated with the use of the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there was no autopsy performed.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.